Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead; implant date; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had surgery to change the battery and the doctor had to move the ins to the left side and the wires went over to the right hand side, they had to do that for some reason but the patient didn't remember why. They mentioned they had stitches on their tailbone area and they had a new doctor but doesn't recall their name.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-mar-16 additional information was received from the healthcare provider (hcp). The hcp reported that a portion of the lead broke during removal so a portion of the lead remained implanted in the foramen. The hcp decided to place the new lead on the right away from the retained lead. The hcp stated that there was no further issue and no further actions would be taken.